Manufacturer narrative:
Additional information noted that the device will be replaced as after reprogramming in the device in (B)(4) 2016 the battery showed two years remaining thus the physician decided to follow up with the patient in six months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A review of the information by boston scientific technical services (ts) noted that a save to disk would need to be provided in order to determine if the battery is depleting faster than expected. At this time no further information has been provided.

Event description:
Boston scientific received information that during a follow up this device the physician noted that one year remaining was seen with a battery status of 90 paces per minute. The physician wanted to know if this was normal depletion or premature battery depletion based on the programmed parameters. No adverse patient effects were reported.